Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported while using the freestyle librelink, an error message of "replace sensor¿ was received on freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hypoglycemia and shivering. A third party provided the customer with ¿something sweet¿ as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported while using the freestyle librelink, an error message of "replace sensor¿ was received on freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hypoglycemia and shivering. A third party provided the customer with ¿something sweet¿ as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Attempted to scan the sensor with evm (evaluation module). However, sensor did not scan. The evm was reset and again sensor was scanned. However, sensor did not scan. An extended visual investigation has been performed on the returned sensor and no issues were observed. Sensor plug was seated correctly. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted to communicate with the returned sensor using known good reader and communication was successful. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.